Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring color: missing event date (B)(6) 2020. Legal pump. Retainer ring damage. Hospitalization/diabetic ketoacidosis. The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08740 inches. The following were noted during visual inspection: missing retainer, missing reservoir tube o-ring, cracked reservoir tube lip, minor scratched display window, scratched case, minor scratched display window, scratched display window cover, cracked battery tube threads, cracked case battery tube side, faded/stained serial number label, faded end cap address label, keypad overlay texture damage and broken battery cap. 1.557 volts test energizer battery. The insulin pump did not have a battery installed when received. The test p-cap and reservoir does not lock in place in the reservoir compartment due to missing retainer. History download was successful using thus and carelink upload was successful. The insulin pump had a missing retainer. However, the insulin pump passed the functional testing. Unable to confirm alleged high blood glucose's/diabetic ketoacidosis. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The nurse reported via phone call that the customer was in the emergency room on (B)(6) 2020 due to diabetic ketoacidosis with a high blood glucose level of 370 mg/dl. The customer experienced nausea, vomiting, abdominal pain, difficulty in breathing and body weakness as a symptom of high blood glucose level. The customer was treated with insulin shots at the hospital. The customer reported that the retainer ring was cracked and the reservoir was not able to lock in place when inserted into the insulin pump. The customer stated that sometimes the reservoir would come off on its own but most of the time she was able to catch it immediately. The nurse stated that the insulin pump was not working. The insulin pump will be returned for analysis.